Manufacturer narrative:
(B)(4). Batch # p5669v. Additional information was requested and the following was obtained: can you please clarify, when the device would not open to allow the loading of a cartridge, had the device been previously fired? No. Did this event occur prior to the initial firing? Yes. Were the device jaws eventually able to be opened? No. The analysis found that one pse45a device was returned with no apparent damage and with a gst45w cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not open to allow the loading of an unknown cartridge. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.